Event description:
Additional information reported that the patient and their spouse changed controller whole at home on 27jan2021 due to vad fault alarm on controller. Alarms continued. The patient called the vad office and was advised to come in for assessment. The patient was admitted (B)(6) 2021. On review of controller, vad alarms noted since christmas. Rescue tape to driveline noted from last office visit. Controller records sent to abbott for review with noted pump stops and low speed advisories. X-ray of driveline with noted area of suspicion for broken wire. Abbott arrived at hospital and repaired external driveline. The patient still noted to have internal short to shield and sent home on non-ground cable.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were made but no response was received. Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the log files review. The log files from a new controller spanned approximately 9 days ( (B)(6) 2020 and (B)(6)2021 to (B)(6) 2021 per the timestamp). Earlier events before (B)(6) 2021 indicate that the controller might be new and was not connected to a driveline. The controller was briefly turned on at (B)(6) 2021 at 09:28 to 09:31. The controller was briefly connected to a driveline on (B)(6) 2021 at 16:27. The driveline was disconnected again on (B)(6) 2021 at 16:27, and the controller was powered off. The driveline was then reconnected on (B)(6) 2021 at 22:35 and stayed connected for the remainder of the log files. No other notable alarm was observed. The hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a system controller exchange. Additional information was requested but not provided.